Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed the occlusion test.

Event description:
Customer reports to have received a no delivery alarm during priming, which customer was manually priming with syringe. Customer's blood glucose was 89 mg/dl. During troubleshooting, customer states insulin did not exit with plunger push and there was greater than normal resistance with plunger. Customer did not have any more infusion sets to complete testing. Customer was instructed on sending back bad infusion set for analysis. Customer was advised that infusion sets and reservoir would be sent to him. No further information provided.